Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The clips remain in patient. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other patient effects reported are filed under another medwatch report number. Article attached: acute kidney injury after mitraclip implantation in patients with severe mitral regurgitationna

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying the mitraclip device that may be related to the following patient effects: patient deaths, acute kidney failure, medical intervention/re-do mitraclip procedure, and hospitalization. Details are listed in the attached article, titled ¿acute kidney injury after mitraclip implantation in patients with severe mitral regurgitation." Please see attached article for additional information.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and similar complaint reviews could not be performed as the part and lot information regarding the complaint devices were not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported patient deaths cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.